Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type extension; product ID 37601, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Please also see mfg. Report no. 9614453-2016-06694, with respect to the first ins, s/n (B)(4).

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the implantable pulse generator (ipg) header was not allowing the extensions to advance all the way in. To resolve the issue the hcp unscrewed and loosened the ipg set screws, removed the extension and tried to put it back in, with impedance issues still showing. A new ipg was opened and used which seemed to work, and the issue was resolved at the time of the report. Specifically, it was then stated that the patient's initial ipg was replaced due to eri, and post op checks showed all impedances > 40,000 ohms. The surgeon took the patient back in and checked the extensions were pushed in all the way, and they tested impedance again before closing the read port leads which showed to be okay. Some were slightly high but the same as pre-op. The front port was still all > 40,000 ohms, so the hcp loosened the sett screw again, removed the extension, lined it up on the outside of the ipg, and re-advanced it. It "longed up" indicating it was advanced all the way, and an impedance test showed the front channel still had high impedances. The ipg was replaced and all impedances were tested again. The left channel showed all were ok except for all combinations with electrode 3 showing as > 40,000 which was not being used. The right channel impedances were the same as pre-op. The patient was closed and they were able to turn stimulation on to the same settings as they were pre-op, which provided benefit for the patient. The patient's indication for implant is unknown. Additional information received from a healthcare professional (hcp) via a manufacturer representative on 2017-mar-30 reported high impedances that occurred during post-op. High impedance of greater than 40000 ohms on contacts c+3, 0+3, 1+3, 2+3, and short on 0+2 with an impedance of 3 ohms. Factors noted that may have led to or contributed to the event was noted as possible at time of change of implantable neurostimulator (ins) in (B)(6) 2016. Troubleshooting included full impedance test completed, identifying opens and short. The neurologist programmed around it to provide adequate therapy; however, the consumer wanted to get it changed/repaired to have all programming options available. It was noted that the consumer complained to the neurologist of feeling electrical jolts down her right side body, left leads channel 1 ins, towards the end of last year. The extension and the ins were removed and changed. Intra-op impedance check through extension indicated issue had been resolved. This was followed up with post-op impedance check, which confirmed issue had been resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Correction to MFR date. Of initial report #1. The correct MFR date for follow-up report #1 is as populated in this report, 2017-06-23. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found insignificant anomalies. The ins passed functional testing and all impedances tested were good. No output issues were noted and telemetry was acceptable. A lead insertion test was performed and found to be within specifications. Analysis of the extension (s/n (B)(4)) revealed the #1 connector(s) was/were crushed in the extension at the proximal end. Electrical testing showed complete continuity. Setscrew impressions were observed in the insulation on the proximal end of the extension. It was identified the setscrew impressions were not in the correct location. It is noted eval code-results for the extension are while the eval code-results are for the ins. The eval code-methods are applicable to both devices (ins and extension).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.